Event description:
Related manufacturer report number: 2017865-2022-40960. It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed several episodes of noise caused by far p wave oversensing picked up by the right ventricular (rv) lead. A chest x-ray revealed that the rv lead had dislodged and was in the atrium. It was also reported that the right atrial (ra) lead had been dislodged. The patient was scheduled for revision on (B)(6) 2022 where the ra lead was explanted and replaced. On (B)(6) 2022 the rv lead was successfully repositioned. The patient was stable.